Event description:
It was reported that obstruction and additional intervention occurred. The patient was diagnosed with small vessel disease (svd) in the right coronary artery (rca) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, 36mm x 2.75mm, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). After a non boston scientific guidewire crossed the lesion, predilatation was performed. After predilation, a 38mm x 3.50mm promus premier select stent was advanced to the proximal to mid rca and deployed. Following stent deployment there was a plaque shift and slow flow was observed at the distal rca. A 38 x 2.75 promus premier select was advanced and deployed in the mid to distal rca for treatment. It was noted that significant resistance was encountered while operating the devices. No further patient complications were reported and the patient status was stable, responding well to medicines.